Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument broke. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 22-oct-2025: there was no functional failure related to instrument arcing, unintuitive motion, or loss of cautery or low/intermittent energy. The wire just snapped, and it would not grip after it broke. There were no issues related to left/right motion of the grips or up/down motion of the wrist.